Event description:
In 8/2004, the pt was implanted with a vented electric left ventricular assist device (lavd). In 10/2004, the vad coordinator reported to the manufacturer that three days earlier, the pt was at home and awoke to a large amount of blood exiting their driveline site. The pt called 911 and was transported to hospital. The pt was hospitalzied, and over a course of about 10 days had received 8 units of prbc. Same day, the pt suffered two cva's and the pt flows on the device dropped. The next day, support was discontinued. The family refused device retrieval and a post-mortem exam.